Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose readings and button error. The customer's blood glucose reading was 261 mg/dl. The customer declined to troubleshoot for high readings. The customer mentioned button error alarm. After troubleshooting, the customer was able to clear the alarm. The product was not returned for analysis.